Event description:
A malfunction was reported on a customer's pump, displaying malfunction code malf 16. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.